Manufacturer narrative:
The subject device was evaluated. Device evaluation noted foreign debris was found protruding from the air/water nozzle. The blockage, as noted, appears to be a white plastic like material. Furthermore, the following defects were identified in relation to the customer specified fault: blockage found on outlet pipe, air/channel, and water channel. Water flow and water removal noted to be out of specifications. Device evaluation has confirmed the customer reported issue of ¿blockage in channel 5 as blockage observed from the air/water channel and outlet pipe. Service repair noted that the item (foreign debris) did not originate from the olympus endoscope. A minor repair is required to return the instrument to the original equipment manufacturer (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported blockage in channel 5. The issue found during maintenance. No harm was reported. No patient involvement. No user injury reported. Device evaluation found foreign debris protruding from the air/water nozzle. This report is being submitted for foreign debris found protruding from the air/water nozzle (handling issue, reprocessing issue).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. Information regarding reprocessing at the user's facility could not be obtained. Olympus will continue to monitor field performance for this device.